Manufacturer narrative:
A specific cause for the reported driveline infection could not be conclusively determined through this evaluation. The evaluation of heartmate 3 lvas, serial number (B)(4), did not reveal any device-related issues which would have contributed to the reported events. The pump was returned assembled with the pump cable severed approximately 9¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 1 year. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient suffered from a progressive driveline infection that started on (B)(6) 2019. Per the account, a bump was at the exit of the driveline site with bloody secretions on (B)(6) 2019. A microbiological smear was taken and antibiotic flucloxacillin was started. On (B)(6) 2019 the patient received cold plasma therapy (cpt) to promote wound healing and reduce wound germs. On (B)(4) 2019 the patient was confirmed to have staph. Aureus. On (B)(6) 2019 the patient received another round of cpt, propolis, and flucloxacillin. On (B)(6) 2019 the patient received additional flucloxacillin up to (B)(4) 2019. After the prolonged treatment period the account decided to change the system and the pump was exchanged on (B)(6) 2019. No further information was provided.